Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer (fse) readjusted the lock in remote manager to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager refrigerator failed to open, user had already rebooted multiple times, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.